Event description:
The customer contact reported air in line distal to the air-eliminating filter. The tubing set was being used to deliver an unspecified medication. It was reported that following 20-30 minutes post infusion, air bubbles were noted distal to the air-eliminating filter of the tubing set. The customer contact reported that air bubbles just show up distal to the filter. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative device was received for evaluation. Investigation is not complete. The information on reprocessing of the device was requested of the international affiliate: however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.